Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va0njz7 serial# implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and parkinson's dual reported their neurologist was not happy with how one of the lead wires was functioning and wanted to reposition one of the ¿probes.¿ they were not happy with the patient¿s therapeutic results. Their tremor symptoms had not been moderated adequately. It was noted the patient¿s settings were high and there is a ¿heavy draw¿ on the battery, which was another reason the physician wanted to reposition one of the leads. No further complications were reported.